Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noted at the "connection point between the extension set and cassette reservoir tubing". It was reported that the patient noticed small amount of fluid leaking at the connection site closest to pump and the connection was tightened and reinforced with tape. According to the report "no skin irritation noted". No reported adverse effect.